Manufacturer narrative:
As the product lot number was not provided the device history records could not be reviewed. Atrium medical corporation only distributes products that have passed all quality and performance requirements. There is not enough evidence to conclude that the mesh was the reason for the patient¿s condition. Clinical evaluation - it was reported that after implantation of a c-qur v-patch the patient experienced itching and welts randomly on his body that has been unresolved with medication. The patient also experienced abdominal pain. C-qur v-patch is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Dermatitis is one of the most common causes of rashes. Rashes occur when the skin comes into direct contact with a foreign substance, such as detergent or fabric, that causes an adverse reaction, leading to a rash. The resulting rash may be itchy, red, or inflamed and may developed raised areas . The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur. [Receipt of mw5085448.msg].

Event description:
Received a medwatch report (mw5085448). The patient reported that a mesh was implanted for an umbilical hernia and two weeks after implant the patient exhibited intense itching and when scratched developed welts. Also reported experiencing stomach pain at times.